Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4066ml during cycle 1. The probable cause was determined to be an insufficient drain due to a false empty detect at the initial drain. Product surveillance contacted the patient's dialysis clinic. The patient's nurse was not available, but a message was left explaining that an instance of iipv was found during review of the patient's log. This event meets the criteria for overfill.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: product surveillance attempted to contact the patient's nurse. A voicemail was left regarding the iipv, and relevant details (date, volumes, and cause). Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The hc passed both the returned instrument test/evaluation (rite) functional and electrical tests. The assignable cause of the increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (false empty detected at the initial drain cycle). Review of the service history reveals the hc passed all required tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).